Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with transient light sensitivity syndrome (tlss) in both eyes post treatment. It was reported that symptoms increased from her last visit on (B)(6) 2015 and the lipid rich artificial tears are not helping. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of tlss. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.75 x -1.00 x 175; left eye pre-op 20/20 -3.75 x -2.00 x 0. It was reported that patient's symptoms resolved on (B)(6) 2015.